Event description:
It was reported that the physician performed a diagnostic hysteroscopy, then a d&c and polypectomy of a tiny polyp on the posterior wall followed by a uterine lining ablation with a thermal ablation catheter. The procedure went well. The uterus sounded and the cervix dilated easily. The physician stated that the balloon maintained a pressure of 160 mm hg throughout the procedure. He also stated that very little fluid was needed to attain that pressure but he was unsure of the amount. The pt developed postoperative nausea and was observed overnight in the hospital and discharged the following morning. Later that evening pt developed symptoms of an acute abdomen and was seen in the emergency room at 2 am. A CT scan revealed fluid in the abdomen and laparoscopy revealed a hemorrhagic appearance of the posterior wall in the mid-fundal region. There was an obvious thermal injury and perforation of the ileum.